Event description:
It was reported that during a rotational atherectomy treatment procedure, the burr became stuck in the lesion. The 95% stenosed lesion was located in the moderately calcified and non-tortuous mid right coronary artery. A 1.25mm rotalink burr was used successfully to treat the lesion. This device was removed and the 1.50mm rotalink burr catheter was then advanced. During ablation at 150,000rpm, it was noted that the burr began to jump forward and subsequently became stuck in the lesion. To remove the device, an additional unspecified guide wire was inserted next to the burr and the device released from the lesion. The burr was then successfully withdrawn. The procedure was completed with a non-bsc balloon and two non-bsc stents. No further patient complications were reported and the patient's status is listed as ok.

Manufacturer narrative:
Age at time of event 18 years or older. (B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).